Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported events could not be confirmed. The clinical/medical investigation concluded that, smith and nephew has not received patient specific documentation, the explanted devices, and/or adequate materials to fully evaluate the root cause of the complaint. Patient impact beyond that which was reported (insert revision) could not be determined. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include but not limited to a patient condition, traumatic injury, user or procedural error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported in a register report from (B)(6) that there were two revision surgeries performed to replace the insert implant genesis ii dished ins size 7-8 13mm. There is no additional information about the hospital, patient and surgery data. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.